Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the mildly calcified and extremely tortuous left anterior descending artery. A 1.5x15mm maverick2 monorail balloon catheter was inflated for several seconds on the first inflation and ruptured at 10 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is good with no complications reported.